Event description:
Initial report received on (B)(6) 2011: this spontaneous case was reported by a dermatologist and involves an approximately (B)(6) female patient. She had been treated twice with poly-l-lactic acid (sculptra) for cosmetic skin procedure, location: cheekbone, cheek, nasolabial folds, and corner of mouth. Dosage: two bottles of poly-l-lactic acid for each treatment diluted in min 7 ml. Approximately 2 - 3 weeks after the last treatment, the female suffered from swelling of treated areals. Additionally, she developed almost non-visible, pressure-sensitive nodules at the corner of the mouth. Outcome was not reported. A corrective treatment with doxycycline is planned. The events appeared 2 -3 weeks after the second treatment with poly-l-lactic acid. Further information was not provided.